Event description:
It was reported that during the deployment of an embolization coil within an aneurysm assisted by a stent jailed with a microcatheter, the coil detached prematurely from the delivery pusher. An attempt was made to retrieve the coil using a snare. This attempt was successful. No harm was reported.

Manufacturer narrative:
Sample analysis: the device was returned with the implant coil detached from the delivery pusher. The coil was returned protruding from the tip of a microcatheter. The proximal end of the microcatheter is cut and removed. The attachment tether that holds the implant intact with the delivery pusher is white opaque which is characteristic of stretching. Additionally, the microcatheter used to deliver the device is damaged at the distal tip. The root cause of this complaint appears to be due to a force applied to the device that exceeded the maximum tensile specification of the attachment tether monofilament. The attributing factor may have been the damage to the microcatheter tip. This is likely to have occurred due to contact with the stent as it was jailed. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.